Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 433 mg/dl. The customer was treated with manual syringe and she was not hospitalized. The customer has a new aaa alkaline battery to test with the device. The customer was advised to insert the new aaa alkaline battery and display did not returned. The customer was advised to monitor the pump and we will ship a replacement battery cap.